Event description:
Caller states patient tested 8.0 inr and 8.0 inr on the coaguchek xs system while a comparison lab returned as 14.4 inr. Patient's coumadin dose was held for a few days based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.